Manufacturer narrative:
On 29th september 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initially, detailed problem description was not known as only replacement of the damaged ondal arm was requested by the customer. According to the photographic evidence provided following the service visit on 17th october 2023, the paint was peeling and corrosion has built up on the ondal arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Defective parts spring arm osp fc3 120-200nm (ard568301899), pwd/hled - axe ondaspace (ard568301131) and pwd700 - kit sousface (ard368305555) were replaced. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to paint peeling and rust occurrence. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of rust and paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury due to paint peeling and there were no events which led to the serious injury due to rust. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint chipping is moderate and for rust is moderate, too. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. .

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initially, detailed problem description was not known as only replacement of the damaged ondal arm was requested by the customer. According to the photographic evidence provided following the service visit on 17th october 2023, the paint was peeling and corrosion has built up on the ondal arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.